Event description:
It was reported that the device was just returned from aha update and the battery was dead. Customer stated that the battery was about 60 days old and had never been turn on. No patient involvement.

Manufacturer narrative:
Device has not been received at this time. A supplemental shall be submitted upon closure of the investigation.